Manufacturer narrative:
(B)(4). Fiber analysis: the fibers cap was found to be detached; the fiber broken distal to the fiber/cap glue zone. The shrink tubing at the pad printing directional symbol was torn, burned, and melted. The fiber cap was not returned with the device. There was no indication or report of any part of the device remaining inside the patient. The fiber/cap conditions could result in a forward firing condition of the side-firing surgical fiber. The most probably root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 13,943 joules of use. The procedure was completed using a second fiber. Patient outcome: "no patient injury reported."